Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol xenmatrix device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol xenmatrix. The patient is making a claim for an adverse patient outcome against the ventralex (device #1). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol xenmatrix. The patient is making a claim for an adverse patient outcome against the ventralex (device #1). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013 ¿ the patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿ the hernia defect was noted in the fascia and a small ventralex mesh (device #1) was placed and sutured.¿ (B)(6) 2015 - the patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with implant of xenmatrix mesh (device #2). Per operative notes, ¿ the hernia sac was removed and the previous mesh (device #1) migrated from subcutaneous space was left intact. The hernia defect was repaired with xenmatrix mesh (device #2) sutured and tacked.¿